Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. One opened probe was received with no tip protector in a tray with other items. The sample was visually inspected and found to be non-conforming with non-conforming port orientation, the needle slightly bent, and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and was non-conforming for cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge, bend area, and multiple other locations along the inner cutter. Black foreign material was observed at the base of the inner cutter. Orange/brown foreign material was observed on the tip and multiple other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure. The primary root cause for the cut failure is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor to the cut failure is the non-conforming port orientation. The cause of the non-conforming port orientation is due to the port positioning process during the probe manufacturing process. A non-conformance investigation was initiated in order to investigate the root cause of the non-conforming needle port orientation. No additional action has been taken by the manufacturing site as it appears that the primary cause of the cut failure was excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe had no cutting during vitrectomy surgery. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).